Event description:
Staff responded to a cardiac arrest, CPR started 3 mins after call rec'd, AED in use 4 mins after call. Pt rhythm analyzed and shock was advised. A 200 joule shock was delivered. He pt converted to asystole and next analyze was no shock advised. The pt's rhythm was again analyzed and two more shocks were delivered. The pt then converted to a sinus tach rhythm. It was noted by the device operator that the low battery icon was flashing when the device was first turned on. After the event the pt record was downloaded and on review it was noted that the second and third shock were delivered at 100 joules. The reporter stated there was no adverse effect to the pt as a result of device operation.